Event description:
It has been reported that when removing the seldinger wire from the cannula, the wire got caught on the cannula tip and could only be removed from the vessel with great effort. No harm to the patient was reported.

Manufacturer narrative:
It has been reported that when removing the seldinger wire from the cannula, the wire got caught on the tip of the cannula and could only be removed from the vessel with great difficulty. No patient harm has been reported. The device was available for investigation and an uncoiled guidewire could be confirmed. The user reported:¿ when removing the guide wire from the cannula¿. This is a described handling against the instruction for use (IFU). Therefore, the root cause is seen in a user error not following the IFU. The IFU states: warning: do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire. Furthermore, this issue has extensively been investigated by r&d in the past. During r&d testing a similar error pattern could be reproduced when withdrawing the guidewire against the cannula. The root cause is seen as user error in a failure to follow the instruction for use. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate (< 0,01 %, considering root cause). Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed.